Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review of lot 17487849 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.

Event description:
As reported, during prep, the outer packing of the aviator plus (.014 5.0x40 142cm) was intact. Under the guidance of 0.014 guide wire, the balloon catheter was advanced the lesion successfully. The pressure pump was then used to expand the balloon. During the operation, when the pressure reached 5 atmospheres, the balloon ruptured and it didn't reach the working pressure. There was no reported patient injury. The product was clinically used and will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: during the operation, when the pressure reached five (5) atmospheres (atm), the 5x40mm 142cm aviator plus balloon catheter ruptured and it didn't reach the working pressure. There was no reported patient injury. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the right femoral artery puncture. There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. During prep, the outer packing of the aviator plus was intact. Under the guidance of 0.014 guide wire, the balloon catheter was advanced the lesion successfully. The pressure pump was then used to expand the balloon. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Bayer contrast media was used. The contrast to saline ratio was 1:1. A merit inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion. The device did not have to pass through a previously placed stent. The balloon inflated normally prior to burst. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient. A non-sterile 5x40mm 142cm aviator plus percutaneous transluminal angioplasty (pta) catheter was received coiled for analysis inside a plastic bag. A three-valve stopcock was received attached to the hub of the aviator. Per visual analysis, an axial rupture was observed from proximal seal to distal seal. No other anomalies observed. Functional leak test was not performed due to the axial ruptured condition of the balloon as received. Per microscopic analysis, the balloon was inspected under vision system and an axial ruptured from proximal seal to distal seal was observed. The device was sent to sem analysis to identify the cause of the balloon rupture. Sem analysis results showed that the external surface of balloon presented evidence of scratches and abrasion marks near the balloon axial burst, and it¿s very likely that the same factors that caused the scratch marks on the balloon¿s outer surface could have also contributed to the axial burst condition found on the received balloon. The internal surface and marker bands did not present any evidence of damages. No other anomalies were found during the sem analysis. A device history record (DHR) review of lot 17487849 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture condition of the balloon could not be conclusively determined during the analysis. Based on the limited information available for review, vessel characteristics (although unknown) or procedural factors may have contributed to the reported event as calcification/resistant lesions may cause damage to a balloon as evidenced by the scratch marks and abrasions found during sem analysis. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Do not exceed the rated burst pressure recommended on the label. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the product analysis nor the DHR review suggests that the failures reported could be related to the manufacturing process. Therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, during prep, the outer packing of the aviator plus (.014 5.0x40 142cm) was intact. Under the guidance of 0.014 guide wire, the balloon catheter was advanced the lesion successfully. The pressure pump was then used to expand the balloon. During the operation, when the pressure reached 5 atmospheres, the balloon ruptured and it didn't reach the working pressure. There was no reported patient injury. The product was clinically used and will be returned for analysis. The product looked normal when removed from its packaging. The device was prepped normally (i.e. Maintained negative pressure). The access site location was the right femoral artery puncture. There was no difficulty in removing the product from the hoop, the protective balloon cover, or the stylet or any of the sterile packaging components. There were no kinks nor other damages noted prior to inserting the product the product into the patient. Bayer contrast media was used. The contrast to saline ratio was 1:1. A merit inflation device was used. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. The device was not used for a chronic total occlusion (total occlusion >3 months). The device did not have to pass through a previously placed stent. The balloon inflated normally prior to burst. The product was removed intact (in one piece) from the patient. There were no other anomalies noted when the device was removed from the patient.